Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n140414, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, a company representative reported that as per a healthcare provider (hcp) the patient was currently receiving lioresal with concentration 500 mcg/ml via their implanted pump at a dose rate of 199.84 mcg/day for intractable spasticity. The drug lot number of baclofen was unknown. The patient's pump pocket was swollen. The patient did not experience any withdrawal symptoms. A catheter issue was confirmed. The date of event was (B)(6) 2015. The catheter had a tear/hole/fracture which was diagnosed via surgical exploration. Upon opening the pocket it was discovered that the catheter was broken. On (B)(6) 2015, the company representative had called from the catheter revision; entering a new catheter length regarding the new pump segment was being considered. Troubleshooting resolved the reported event. The surgeon added an additional proximal catheter segment to existing proximal segment and spliced them together successfully. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8590-1, lot# n140414, implanted: (B)(6) 2008, : product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated the patient had been hospitalized. Explant surgery date of (B)(6) 2016 was noted. The issue was indicated as 'under investigation'. No further complications were reported/anticipated.